Event description:
It was reported the high-definition monitor power suddenly went out. This issue occurred during preparation for use of an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that the power supply may have been turned off due to malfunction of the power supply board due to electrical overload such as lightning or static electricity or moisture absorption deterioration from a problem of defective/connection of the power supply cord used in the combination. However, a definitive root cause was not identified. Olympus will continue to monitor field performance for this device.